Event description:
It was reported that the nurse getting non-recoverable alarm 64 (unable to enable pump power - control processor). Had turn the arctic sun device off and on. Device alerted low reservoir (03), and they drained pads and restarted therapy. If alert persists device would need to go to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. They had turn the arctic sun device off and on. Device alerted low reservoir (03), and they drained pads and restarted therapy. Device remained in service after they finished and could not confirm if biomed ever checked it between therapies. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting non-recoverable alarm 64 (unable to enable pump power - control processor). Had turn the arctic sun device off and on. Device alerted low reservoir (03), and they drained pads and restarted therapy. If alert persists device would need to go to biomed. Per follow up information received via task on 16dec2024, spoke with nurse who confirmed no further issue with their therapy. Device remained in service after they finished and could not confirm if biomed ever checked it between therapies.